Event description:
Consumer called to report their meter not reading accurately. Comparing meter readings to other meter. Analysis run on clark error grid using competitive reading (164) as ref. Point vs. Bd reading (410) yielded data points in the c range of the grid, outside acceptable limits.